Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a bubbled and delaminated downstream occlusion (dso) seal, scratched lens, and requires a software upgrade. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Received one device, customer concerns confirmed through downstream occlusion (dso) seal/upstream occlusion (uso) seal sensor calibration, dso/uso sensor pressure test, and visual inspection found a delaminated dso seal. Replace seal dso seal. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period